Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia which did not require treatment.. The customer reported a blood glucose value of 301 mg/dl and the current blood glucose value was 341 mg/dl. Assisted the customer with the bolus wizard. Troubleshooting was performed but later it was declined. Document treatment for high blood glucose was not treated before calling. The event involved product(s) mmt-1884l, mmt-7040ma, mmt-342, mmt-441ah. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer alleges the pump was under-delivering and that the customer does not have active insulin. No further patient complications were reported. Mmt-1884l was requested and the customer response was the device will be returned. No product return was required for mmt-7040ma. No product return was required for mmt-342. No product return is required for mmt-441ah.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08690 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 18.75 units of normal bolus was delivered on 06/05/2024 between 18:39:13.000 and 23:54:13.000. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm alleged low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.